Manufacturer narrative:
The lead will not be returned as it was discarded at the hospital.

Event description:
Boston scientific crm received information that this left ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.